Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and observed a leak from the spike port cap. The reported problem was verified. The cause was determined to be due to inadequate or a lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This was reported to have occurred within the two weeks prior to (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 1000 ml eva tpn bags leaked from a "micro hole" in the port. This occurred in the pharmacy after compounding. There was no patient involvement. No additional information is available.